Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualizing particles. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to CPAP device's sound abatement foam. The device was returned to the manufacturer product investigation laboratory for further evaluation. The manufacture inspected the device and observed the following from an external and internal inspection: yellowish and unknown brown contaminate consistent with dust was observed on top and bottom enclosures, sd cover flip door, accessory module flip door, ui panel, control dial and air inlet of the blower box, an unknown dark smear consistent with dust was observed inside of the top and bottom enclosures, ui panel and rear panel, a white film consistent with dust was observed on the bottom of blower box, a white poweder like substance was observed on blower, blower box and p4 power connector, a blackish hair like/fabric was observed inside the bottom enclosure, a keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that there was customer allegation and no evidence of visible foam degradation but the contamination likely originated externally to the device. Sections d8, d9, h2, h3 and h6 updated in this report.